Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient had reprogramming done because the stimulation was going across his chest down his arms, but was supposed to only go down his arms. The issue of the stimulation going across his chest was resolved through reprogramming. He had 2 programs and when he changed from one program to the next he didn't feel a change in stimulation and didn't feel a change in stimulation when he increased the stimulation - this had been going on since he was reprogrammed. It was later reported that the stimulation was in the wrong location after being reprogrammed. The patient turned the implantable neurostimulator (ins) off at night because he couldn't sleep with the tingling. The patient felt tingling. It was stated that "the tingling, actually more than tingling, electrical shock, was going across his chest." The ins was for his right arm, but he felt the stimulation down both arms and hands. It was stated the leads were in the neck "one on each side, they were the long ones¿ and he had gotten these metal things in the front of his neck to separate the vertebrae, so this system could work better." On the same day it was later reported that the patient's "last tune up wasn't proper" and that, "apparently, the voltage was way high and he couldn't feel it." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.